Event description:
The clinician reports the implant was inserted (B)(6) 2018 in ada 12. On (B)(6) 2021, loss of osseointegration was verified. No product was returned to the manufacturer. At the event the patient experienced: mobility and increased sensitivity. No further patient complications were reported.